Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer's blood glucose level was 418 mg/dl an hour ago. Customer stated that they removed the battery a couple of times for about 40 minutes and they received a battery out limit alarm. Customer knew that they received the battery out limit alarm due to the battery being out of the pump for more than 10 minutes. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.